Event description:
It was reported that the patient had a broken lead. Open circuits were found at a follow-up appointment for the patient and the health care provider (hcp) would be replacing the lead as a result. The patient was very thin. The patient had a loss of stimulation, a loss of therapeutic effect, and less than 50 percent therapy relief. The patient had no urinary relief after lead failure. The action required as a result of the event was a revision and the manufacturer representative was unsure if the revision to replace the lead had happened yet. Diagnostic testing of impedance testing and reprogramming was performed. The impedances were greater than 4000 ohms on all of the bipolar pairs. It was unknown if the issue resolved and the cause of the event was not determined. The patient status at the time of the report was alive with no injury. The manufacturer representative was in the revision on (B)(6) 2015 and saw the battery estimates of 71.4-98.2 for 2 programs and ??? For 2 programs. The patient¿s amplitude was as high as 3v with pulse width at 210 microseconds at 14 hz with 1 negative and 1 positive. The patient most commonly used therapy at 2.5v. The manufacturer representative would review the potential longevity of the battery and let the hcp make a decision on battery replacement. All parts of the lead were explanted and the lead would be returned. They couldn¿t tell the location of the lead issue. The patient was doing great now and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0fxls, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory. (B)(4).